Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon evaluation, the cause of the electrode failure was isolated to a pinched pulse wire in the cable connecting the distribution node to the front te electrode and the ECG electrode a and b. The root cause of the pinched wire is unknown. The cause of the failure was a pinched pulse wire. No adverse event resulted from the pinched wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.